Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, with a high body mass index (bmi), was presented to the electrophysiology (ep) laboratory on (B)(6) 2017 for a scheduled implant procedure. The physician utilized a 3-incision technique. Uncontrolled bleeding occurred at the high incision along the sternum and a thoracic surgeon was required to resolve this issue. The bleeding may have been due to the patient's large size. A 10 joule manual shock was delivered which induced the patient into ventricular tachycardia (vt) with a rate of 140 bpm. As the rate of this vt was lower than what the device could be programmed, the vt could not be detected. From the s-ICD warranty validation and lead registration form, 50 hz was applied which induced a second arrhythmia. The arrhythmia was detected and successfully terminated following an 80j shock. Boston scientific received information from the local representative that there were no allegations against the device's operation or functionality. The first induced vt, following delivery of 10 joules, was successfully terminated with external cardioversion. The patient did develop a large hematoma post-implant requiring an extended hospital stay for several days. The hematoma resolved and the patient was discharged. The available information suggests that this device and electrode remain in-service.